Event description:
It was reported that the pta balloon was difficult to deflate after the first inflation in the distal sfa. Multiple inflations/deflations were performed with a syringe to completely deflate the balloon. The balloon was removed through the introducer sheath without incident. There was no visible pt distress during the balloon deflation time. There was no pt injury.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample has been returned to the MFR for eval. The investigation is currently underway.